Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade unknown" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and lymphadenopathy.

Event description:
Healthcare professional reported right side "jagged irregularities," "lymph nodes with inflammatory characteristics" and "capsular contracture," baker grade unknown, reported through ultrasound. Device remains implanted.